Event description:
Information was received indicating that the balloon to a smiths medical portex ultraperc percutaneous tracheostomy tube was noted to have a small air leak which prevented it from staying inflated. It was reported that another surgeon was called in to finish the procedure and another trach tube was placed. There were no reported adverse patient effects.